Event description:
The customer reported atrial flutter on the EKG monitor only when the pt was placed on the prisma. No inappropriate medications were administered; there was no pt injury or medical intervention.